Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. The tech recommended allowing the battery to charge and the error cleared. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. The tech recommended allowing the battery to charge and the error cleared. There was no patient involvement.